Manufacturer narrative:
There is not indication of a device malfunction. The cause of the event is likely due to the pt's disease progression. The reported elongation of the stent is minimal and likely did not contribute to the restenosis.

Event description:
The report was received for a registry pt in (B)(6). The pt was hospitalized due to in-stent restenosis in the right sfa and occlusion of arteric profunda femoral. A drug coated balloon angioplasty of the stent and drug coated recanalization of the arteric profunda femoral was performed. It was reported that this intervention improved the pt's condition. Add'l info indicates that during the implant, approx one year ago, a complication of "geographical stent miss" was noted with a relationship to the device and procedure and a severity of mild. The implant of the stent was noted as being "a little too long with extension into the cfa." The registry data indicates that the final deployed stent length was 148.81 mm; this resulted in 28.81 mm beyond the nominal stent length. The reason for the elongation is unk.